Manufacturer narrative:
Other devices involved in this event: brand name: heartware ventricular assist system ¿battery : battery / (B)(4) / model #: 1650 / expiration date: 10/31/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 03/12/2018, device evaluated by manufacturer: yes, device mfg date: 03/12/2017, labeled for single use: no. The batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. A review of the batteries' internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If a battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported event was confirmed. Based on the available information, a possible root cause of reported event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that batteries were not charging when on the battery charger. Batteries were returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.